Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no power to the station. A field service engineer (fse) device failure was initiated by disconnecting the flex spine cable from the communication sled. Subsequent disconnection of cereal and pixie bus cables from the auxiliary device enabled recovery and isolation of auxiliary full height drawer 3. The rear and central controller boards were replaced and verified via multimeter. All peripheral devices were reseated and reconnected to the main cabinet, restoring power. Final tests on drawer 3 confirmed successful recovery. Drawer and space configuration mode were properly set cabinet and drawer was fully operational. Inspected all cabling and verified they are in good working order. Replaced the backup battery. Preventive maintenance performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.